Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device batch numbers were provided for investigation, a manufacturing record, complaint history and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The clinical information provided, of the elevated cobalt level may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation and might not be the source of the earlier stated ¿acute hematogenous infection¿. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that, after a bhr system had been implanted on the right hip, the patient suffered, pain, limited mobility, elevated metal ion levels, and infection, which was likely linked to alval. The adverse event was treated by performing a revision surgery. The patient outcome is unknown.